Manufacturer narrative:
Other text : device not returned.

Event description:
It was reported that the pump battery was not charging and battery gauge was fluctuating. Customer disconnected and reconnected to power sourced and continued to charge battery for an additional 30 minutes to resolve the issue. Customer¿s blood glucose level was 180 mg/dl.